Manufacturer narrative:
Reference manufacturer reports: 9019871-2012-00015, 9019871-2012-00013 and 9019871-2012-00014.

Event description:
During a tonsillectomy procedure, the physician (B)(6) was utilizing a coblator ii surgery system. Once the patient was placed under anesthesia, the physician attempted to begin ablating the tissue using a evac 70 xtra hp plasma wand. No plasma was generated from the wand. The physician tried two additional wands (of the same lot) before deeming the controller as unusable. An alternate method was used to complete the procedure. No patient complications were reported as a result of this event.